Event description:
It was reported that the device became stuck on the guidewire. An unknown starter guidewire was selected for use in the right upper femoral artery. The guidewire was placed, and an eluvia drug-eluting vascular stent system was advanced over the guidewire without issue. The eluvia stent was released within the target lesion. When the physician attempted to remove the eluvia delivery system, it was observed that the delivery system had become entrapped on the guidewire. Both the eluvia delivery system and the guidewire had to be removed as one unit. There were no reported patient complications.

Event description:
It was reported that the device became stuck on the guidewire. An unknown starter guidewire was selected for use in the right upper femoral artery. The guidewire was placed, and an eluvia drug-eluting vascular stent system was advanced over the guidewire without issue. The eluvia stent was released within the target lesion. When the physician attempted to remove the eluvia delivery system, it was observed that the delivery system had become entrapped on the guidewire. Both the eluvia delivery system and the guidewire had to be removed as one unit. There were no reported patient complications. Upon further review, it was determined that boston scientific does not own regulatory reporting responsibility for the starter guidewire in the united states. That responsibility is owned by lake region medical.

Manufacturer narrative:
Updated fields: b5 - describe event or problem.